Manufacturer narrative:
Product evaluation: the cartridge was not returned for evaluation. It is unknown if a qualified lens model/diopter, handpiece and viscoelastic were used. The returned video was reviewed. The cartridge and lens preparation are not shown. The lens delivery is not shown. The video starts with the lens off center in the eye. A crack is observed in the optic. A strip of material is observed at the damaged area. The material is on the posterior surface of the optic. The material is loosened with a metal hook. The material was pulled outside of the incision with forceps. The lens was centered in the eye and remains implanted. The product investigation could not identify a root cause for the reported complaint. Based on review of the provided video, lens damage was observed. The reported material was observed as the area of the lens damage. The lens damage may indicate an advancement issue, which also caused damage to the cartridge. The cartridge/lens preparation and delivery were not shown. It is unknown if a qualified lens model/diopter, handpiece and viscoelastic were used. A root cause cannot be determination without physical evaluation of the complaint sample. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, a microscopic lining or particulate of the cartridge pushed into the eye by the plunger during delivery of the iol leaving a debris on the lens. The debris was believed to be removed by the surgeon during the procedure. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the cartridge was not returned for evaluation. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Associated products were not provided. It is unknown if a qualified lens model/diopter, handpiece and viscoelastic were used. A photo was provided of the eye. Lens edge and haptics are not visible. There appears to be a clear strip of material on the right side of the eye. Unable to determine location in relation to the lens. The product investigation could not identify a root cause for the reported complaint. The cartridge was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. The manufacturer internal reference number is: (B)(4).